Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip detached. There was no damage along the body of the fiber. The investigator was unable to examine  the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it, this indicated that the fiber was broken within the connector. The condition of the returned device would result in no energy emitting from the fiber thereby confirming the event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
This manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2018-02541 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a procedure performed on (B)(6) 2018. According to the complainant, during the procedure and inside the patient, the first laser fiber did not work at the beginning of the case. A second flexiva 200 tractip laser fiber was opened and used for a few seconds and it stopped firing. There were no reported patient complications reported as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within the connector and tip detached.